Manufacturer narrative:
Submit date: 09/30/2016. The product involved in this complaint and the lot number is 8813817009/ kit 11.5fx13.5 ce mahurkar, lot number 1519000078. The device history record (DHR) was reviewed and no deviations related to this reported condition were found. There are not non-conformance reports related to the reported issue for this lot. The product sample was received for analysis and investigation; it consisted in one catheter that came inside a generic plastic bag and presents signs of use. A visual inspection of the sample revealed the blue adapter (with a cavity 8) broken in three parts on the thread pitch area. In addition, the sample was magnified and external drag marks were observed; these marks could indicate the use of some instrument. The blue adapter showed evidence of fractures on the edges of the area where the adapter was broken, this fracture marks may indicate the application of a force. Based on the sample provided and event description, the adapter was cracked after being in use for 5 days without problems. Based on the adapter¿s condition there is evidence of excessive force or the use of an inappropriate instrument to manipulate the adapters. The most probable root cause can be considered as unintentional misuse. As per the instructions for use (IFU) adapter over tightening can cause a crack in the palindrome catheter. This issue is being addressed by a formal corrective and preventative action. No additional actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the ultem adapter is broken and it was inserted 5 days back on (B)(6) 2016. This was broken when the patient was about to go for dialysis, while open the sealing cap.